Event description:
It was reported that, approximately six weeks post implant, the patient experienced an infection. It was also reported that the implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.